Event description:
A malfunction was reported on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, and they acknowledged this guidance.